Event description:
It was reported that shortly after intubation of the 7.5mm endotracheal tube, the cuff did not maintain pressure despite passing the pre-use test. Listened to breath sounds as well as throat sounds and detected large air leak. The tube continued to require addition of more air to maintain adequate cuff pressures, but the cuff continued to slowly leak. The team elected to reintubate with a second tube and had the same scenario. The patient was reintubated the third time which resolved the issue.

Manufacturer narrative:
D10 concomitant product: 18875, 18875 7.5mm taperguard evac trachealx10, lot# 22b0796jzx. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.